Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during preparation for surgery, it was found that the plastic part on the device was partially chipped. The device was not used for the pt. No pt injury was reported. No additional info available at this time.